Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Visual inspection was performed on the returned meter and no signs of misuse was observed. The reader powered on with button depression, however, not upon strip insertion. The meter was de-cased and upon visual inspection, contamination was observed. The issue is not confirmed due to a use issue. Extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Strips were not returned.   A DHR (device history review) for the freestyle strips was reviewed and the DHR showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in specification and passed. No malfunction or product deficiency was identified.

Event description:
Customer reported being unable to test due to the intermittent issue with his adc freestyle libre reader turning on with button press but not with test strip insertion. On (B)(6) 2019, customer lost consciousness and seizure and was taken to the hospital where a reading of 29 mg/dl was obtained. Customer was hospitalized for a week and received unspecified treatment. It was additionally reported that the customer was still in the rehab during the time of call, to regain his mobility. Based on the information provided, there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to the intermittent issue with his adc freestyle libre reader turning on with button press but not with test strip insertion. On (B)(6) 2019, customer lost consciousness and seizure and was taken to the hospital where a reading of 29 mg/dl was obtained. Customer was hospitalized for a week and received unspecified treatment. It was additionally reported that the customer was still in the rehab during the time of call, to regain his mobility. Based on the information provided, there was no report of death or permanent injury associated with this event.